Event description:
(B)(4). It was reported that post a stenting treatment procedure, restenosis occurred. An unknown size taxus liberte stent and an unknown size non-bsc stent were implanted in the proximal left circumflex artery (lcx) on an unknown date. In (B)(6) 2010, the patient presented with increasing angina and left arm discomfort and underwent cardiac catheterization which revealed 70% in stent restenosis of the lcx. It was the opinion of the physician that this was the symptomatic vessel. The lesion was treated with placement of an unknown size promus stent. The event is reported to be completely resolved.

Manufacturer narrative:
Device is a combination product. It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).